Manufacturer narrative:
Related MFR numbers #2916596-2023-06926 and #2916596-2023-00298. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 and taken to the operating room for debridement of sternal abscess with wound vacuum-assisted closure. Tissue cultures were without growth and fungal cultures are pending. Following the procedure, the patient experienced an infectious disease and remained on intravenous (IV) cefepime. The patient was discharged on (B)(6) 2023 in stable condition and would return to the clinic on (B)(6) 2023. It was noted that the patient had a computed tomography (CT) scan performed in august that showed a persistent fluid collection. There was no device malfunction during this event.